Manufacturer narrative:
The investigation is ongoing. H3 other text : pending device return.

Event description:
As reported by our edwards lifesciences affiliate in france, during the transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 valve via the carotid approach, the certitude delivery system balloon burst. The balloon burst occurred during valve deployment at the end of inflation with an additional 2 cc. It was noted to have burst at full inflation. The valve was still able to be deployed in the targeted location. There was difficulty withdrawing the delivery system after valve deployment. An attempt was made to withdraw the entire system as a single unit, but there was difficulty withdrawing the balloon into the introducer sheath. As a result, the introducer sheath was withdrawn first followed by the delivery system. There appeared to be a vascular injury as the carotid artery had to be reconstructed using a needle. The procedure was then completed, and the patient was noted to be stable.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: d9 (device availability), h3 (device evaluated by manufacturer), h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into these types of events is captured in an edwards lifesciences technical summary and applies to these events. Additional assessment of the failure modes is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. Imagery was provided for evaluation. Review of the provided imagery revealed a radially and longitudinally balloon burst. Review of the provided imagery also revealed presence of calcium in the aortic root. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the certitude delivery system balloon burst and difficulty withdrawing the delivery system through the sheath that resulted in a patient injury requiring an intervention to treat were confirmed based on provided imagery. The available information suggests that patient factors (calcification) and procedural factors (over inflation) likely contributed to the events as it was noted that the patient had calcification at the native annulus and the valve was implanted with an additional 2 cc of volume. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested, calcified nodules can compromise the structure of the balloon wall via the following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was noted that an additional volume of 2 cc was added to the balloon. The prescribed nominal inflation volume is provided in the IFU that was documented in the technical summary. It is possible the balloon was overinflated, subjecting the balloon to pressures high enough to cause the balloon to burst. As the balloon burst, the altered balloon profile could have made it more susceptible to catch on the distal end of the sheath tip, which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no product risk assessment (pra) nor corrective or preventative actions are required. H3 other text : device not returned.